Event description:
It was reported that this right ventricular (rv) lead was capped on (B)(6) 2019 due to oversensing, noise, and pacing inhibition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).